Event description:
It was reported that the user had no glucose readings on the pump because their cgm sensor had expired, and they were advised to replace the sensor; the user stated they did not need assistance pairing a new sensor and would contact support if further issues arose. Symptoms included absence of glucose data from the cgm. Outcomes included user education on sensor replacement and pairing. Investigation included a customer care assessment and guidance for sensor replacement. Investigation of this case revealed that the loss of data resulted from an expired cgm sensor rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that user maintenance of the cgm sensor was the cause.